Event description:
As reported by the user facility: nurse started blood transfusion at 1200 to run at 100 ml/hr. At 3 pm pump indicated that 345 ml had infused but there was more than 250 ml remaining in bag. No alarms, pump appeared to be infusing blood. (B)(4).